Event description:
It was reported that during a procedure, while treating patient's anterior thigh vein, the screen was touched to turn the 2.5cm segment on due to a short vein segment to treat and the markings on the catheter was at a safe distance from the skin. It was further reported that the catheter button was then pressed to give the first treatment but an error code 21 on generator was alarmed- we attempted to apply pressure and injected more tumescent around the tip of catheter. Reportedly, patient was noticed to be having burning on the skin while treatment was in process. The procedure was then stopped the generator screen was assessed and noticed the generator showed it had automatically changed the 2.5cm segment burn to the 10cm segment burn without anyone touching the generator after the error code 21 was given. The customer also stated they were able to treat the same patient but a different vein without difficulty. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was not determined to be unexpected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: one venclose generator was received at the bd - bard global service & repair depot for evaluation. The generator was visually inspected upon receipt and was found to be in good physical condition. Upon functional testing, the generator did not show any error codes and functioned properly. Therefore, the investigation determined that error 21 and the unexpected reset are unconfirmed findings. A definitive root cause for the alleged error 21 and unexpected reset could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, while treating patient's anterior thigh vein, the screen was touched to turn the 2.5cm segment on due to a short vein segment to treat and the markings on the catheter was at a safe distance from the skin. It was further reported that the catheter button was then pressed to give the first treatment but an error code 21 on generator was alarmed- we attempted to apply pressure and injected more tumescent around the tip of catheter. Reportedly, patient was noticed to be having burning on the skin while treatment was in process. The procedure was then stopped the generator screen was assessed and noticed the generator showed it had automatically changed the 2.5cm segment burn to the 10cm segment burn without anyone touching the generator after the error code 21 was given. The customer also stated they were able to treat the same patient but a different vein without difficulty. The current status of the patient is unknown.